Manufacturer narrative:
Per results of investigation, the carefusion failure analysis (fa) lab received the suspect component and installed it on a known good vela ventilator unit. The unit was powered on in service mode and the event log showed multiple "xdcr (transducer) fault" errors. The xdcr calibration was performed as described in the product service manual. The xdcr was visually inspected and found to have contamination of a foreign material. The reported issue was duplicated and cause was isolated to the contaminated pressure transducer.

Manufacturer narrative:
(B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect device component for evaluation.

Event description:
The customer reported transducer (xdcr) fault alarm display on the vela ventilator. The customer stated that this occurred shortly after start up while testing the ventilator so there is no patient involvement.